Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4, g4-510k: this report is for an unknown synflate/vbs/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: kanematsu r, hanakita j, takahashi t, minami m, nakamura s, tokunaga s, suda I. Intraoperative complications of vertebral body stenting system. Surg neurol int. 2023 apr 28;14:156. Doi: 10.25259/sni_299_2023. Pmid: 37151457; pmcid: pmc10159301. Objective/methods/study data: the purpose of this case study is to evaluate a patient 's vbs stents that "toppled over" before filling completely with cement thus requiring an additional posterior fusion for stabilization. A case clinical presentation of an 84-year old female with low back pain revealed by standing/decubitus dynamic x-rays to have a vertebral compression fracture at t12 level accompanied by an intravertebral vacuum cleft. A vbs was planned to treat the t12 vertebral compression fracture. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes vertebral body stent (vbs). Adverse event(s) and provided interventions possibly associated with unk - synflate/vbs (qty (B)(4). -a unilateral ¿tumbling stent,¿ attributed to insufficient stent expansion occurred, resulted in insufficient filling of the right-sided stent. The left-sided stent was sufficiently filled, but the construct required a secondary posterior instrumented fusion. This report is for an unk - synflate/vbs this is report 1 of 1 for complaint (B)(4).